Manufacturer narrative:
Initial reporter phone: +81 55-924-5100. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30800053l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: pc- (B)(4).

Event description:
It was reported that an 85-year-old male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Cardiac tamponade occurred during the procedure. The patients¿ blood pressure dropped. Drainage and protamine were used to neutralize heparin and the vitals were stabilized. The patient returned to the ICU. Timing of occurrence was after the ablation. Physician's opinion on the relationship between the event and the product is that there was no problem in ablation itself. There is a possibility that operating the catheter became tamponade near the cs. Medical history includes: long-lasting atrial fibrillation. Additional information was received on (B)(6) 2022. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome of the adverse event was improved. There was no evidence of a steam pop. Additional information was received on (B)(6) 2022. Extended hospitalization was unknown. After returning the patient to the room, the vital was stable, and no additional medical treatment was required. The mapping system used was carto 3, the rf generator was a smartablate and the ultrasonic device was a p500 (siemens). There were no abnormalities observed prior to or during use of the product.